Event description:
It was reported that during processing of cord blood for frozen storage, the device was removed from its packing in preparation for use. The technician proceeded to hang the collection bag which had been spiked with the implicated transfer/freezer set. The tubing connecting the spike to the transfer bag set then completely detached from the spike resulting in 27 ml of spillage. The cord blood product was thus lost.

Manufacturer narrative:
Device evaluation begun, but not yet completed.